Event description:
It was reported that there are lines across the menu display. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the main printed circuit (pc) board and encoder flex was out of specification. It was also noted that the analysis confirmed the customer comment of liquid crystal display (lcd) display being out of specification. Also, the upper case, lower case, two side bail covers and ring cover were broken, the heart block was contaminated, and two side bails and the ring were missing.